Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an unknown left ventricular (lv) lead had become dislodged. Multiple attempts were made to identify the lead; however, the attempts were unsuccessful. No adverse patient effects were reported.